Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and autocal valve on the smart pneumatic module was replaced to resolve the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "runtime calibration failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.